Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found to have an activation error code confirmed and replicated. The reported problem was able to be confirmed using remote fe c-34 hf voltage. Reported problem confirming as happening in the field. Upon visual inspection there were no issue found that would be related to the reported event. The erbe was tested using system and on startup unit displayed c-34 hf voltage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that they have an activation has been interrupted, c-00. Tse verified multiple erbe errors in logs. Prior to calling in, customer had power cycled and hard power cycled the erbe; however, the issue persisted. The customer was looking for different options for the erbe generator. The procedure was unknown how it was completed with no reported injury.